Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b3. The prosthesis wear and osteolysis reported may have been the result of a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential), patient-related issues, or normal wear over 11 years of implantation. However, the reported failure and contributions of the above factors to the sequence of events cannot be confirmed as the devices remain implanted and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g4: 510k unknown due to specific device not being reported. The prosthesis wear and osteolysis reported may have been the result of a combination of risk factors as specified in the hhe, patient-related issues, or normal wear over 11 years of implantation. However, the reported failure and contributions of the above factors to the sequence of events cannot be confirmed as the devices remain implanted and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The prosthesis wear and osteolysis reported may have been the result of a combination of risk factors as specified in the hhe, patient-related issues, or normal wear over 11 years of implantation. However, the reported failure and contributions of the above factors to the sequence of events cannot be confirmed as the devices remain implanted and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As part of the manufacturer's recall, the patient came in for a check-up. The x-ray and CT scan showed a clear decentration of the right prosthesis head and unusually large osteolyses in the acetabulum as signs of inlay wear. Related to MFR 1038671-2024-03854 (same patient's left hip revision).